Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after placement of the balloon, it was found to be leaking from two pinholes. A new balloon was placed, and there were no injuries or additional procedures. No pieces of the device remained in the patient's body.